Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was told that an anomaly was noted with this device. The patient was referred to the clinic for further discussion. To date, the device remains in service. No adverse patient effects were reported.